Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of noise noted on the right ventricular (rv) lead. The lead was reproducible in clinic during lead provocative testing. No intention has been taken at this time and the patient was stable and will continue to be monitored.